Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but five (5) photos were provided for investigation. The photos were reviewed and the indicated failure mode for stopper pop off was observed. Additionally, two hundred (200) retention samples from bd inventory were evaluated by visual examination and the issue of stopper pop off was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd tube sst plh 13x75 3.5 plbl gold br the stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: "when the sample draw is performed using a syringe, the tube is opened, the sample is put inside, and then the tube is recapped with a tight seal, according to IFU recommendations."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd tube sst plh 13x75 3.5 plbl gold br the stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: "when the sample draw is performed using a syringe, the tube is opened, the sample is put inside, and then the tube is recapped with a tight seal, according to IFU recommendations."